Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5594 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was shocked 6 times due to oversensing. It was also reported that the patient claimed to be using a remote control each time and then would get a shock. The oversensing could not be recreated in the office with arm movements or pocket manipulation. Noise appeared to be on both the atrial and ventricular egms. The device remains in use. No further patient complications have been reported as a result of this event.